Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the distal threaded portion (approx. 10mm) of the inserter shaft broke off inside the cage upon insertion of the cage into the disc space. Surgeon identified this event immediately. He used a needle-holder to grab the broken portion and unscrewed it from the cage and removed from the patient. A new inserter shaft was used to reconnect the inserter with the cage and procedure was continued normally without further incident. There were no patient symptoms or complications were reported as a result of this event.